Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed. A single timeout was observed at the end of the pods run, but no drive resistance was found. The pod arrived in pod state 15 delivering more than 200 pulses and programming multiple bolus' indicating typical user-device interaction. The needle mechanism was reset and redeployed successfully using the lock n load fixture, no problems were observed. Blood was observed on the adhesive pad. Inspection of the formed needle found no issues that would contribute to bleeding. The cause of the bleeding could not be determined. Inspection of the device found no damages or defects that would contribute to pain during insertion. The cause of the reported event could not be conclusively determined.

Event description:
It was reported the needle did not fully deploy as intended during the activation process while wearing the pod between 36 and 48 hours. The patient¿s blood glucose reached 252 mg/dl. In addition, the patient reports having bleeding, bruising, and pain at the pod infusion site. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.